Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation.  Three attempts to have the device returned for evaluation and investigation were unsuccessful.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Not returned.

Manufacturer narrative:
Additional information was received, and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches and difficulty breathing. No other peripherals or accessories were returned with the device. During the investigation, manufacturer observed an unknown contamination on the top enclosure, front panel, rear panel, and the air inlet of the blower box and dust like contamination on the sd card and filter access flip door, top enclosure, air inlet of the blower box, front panel, blower box, blower motor, and blower motor seal. Potential plastic like particles were observed on the bottom of the blower box. Hairlike particles were observed on the outside and inside of the air inlet of the blower box. A keratin-like substance was observed on the blower box outlet and addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Photos attached. Using a well-known power supply and power cord, manufacturer powered on the device and initiated therapy verifying airflow. During review of the error logs, the manufacturer determined the device was likely reset prior to manufacturer receipt. Due to having machine hours and 0 blower and 0 therapy hours. There were 0 errors logged. Care orchestrator data was not available for download. The manufacturer concludes confirmed no presence of degraded sound abatement foam using a fitt (foam integrity test tool) and unable to directly address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code, component code and conclusion code grid has been updated.